Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). The device was checked and the check valve assembly (p.n. Msp161243) was replaced. Tests were passed successfully.

Event description:
The following was reported to hamilton medical ag: a customer had a problem with this unit: didn't pass blower flow test. No patient involvement.